Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: wizdom 0.014, guide catheter: vl 3.0 (6 fr). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a narrow, non-calcified de novo lesion in the circumflex artery that presented 99% stenosis in the distal third and the first marginal obtuse branch with 70% stenosis in the proximal third. The patient was admitted for a high-risk acute coronary syndrome on the electrocardiogram in the inferior wall. A 2.0 x 18mm xience alpine stent delivery system was advanced to the lesion. During an attempt to deploy the stent, the balloon could not be inflated. Despite several attempts, the balloon failed to inflate. The patient then had a strange reaction and there was no blood flow and severe hypotension. Adrenaline and atropine were administered, and the patient showed an improvement. Additional bolus and infusion of tirofiban was started. The device was removed. A non-abbott stent was used to successfully complete the procedure. The patient presented total recovery with timi iii flow. No adverse sequelae of the patients were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device which identified a torn inner and outer member and a leak was noted. The reported inflation issue and failure to deploy could not be tested due to the condition of the returned device. The reported patient effects of hypotension and occlusion are listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.